Manufacturer narrative:
(B)(4), use after expiration. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is filed under a separate medwatch report number. Na

Event description:
It was reported that two expired xience sierra stents were implanted. There was no adverse patient effect and no clinically significant delay in the procedure. The patient was stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: note the product use by (expiration) date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.